Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a pump that failed to alarm for air in line. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.